Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient who was still admitted in the hospital, was showing as discharged and when the nurse clicked on the greyed-out medication, an error message showed up saying, "not available, order on hold". The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that active patient's medications were greyed out. A technical support specialist noted that all orders for this patient had been on hold or canceled. The orders could not be edited because they were created via a pis message. The customer was informed about the need to send a 'release hold' message. The customer recreated the orders and decided not to pursue the matter further. The case was closed. The system functioned as intended after the technical support specialist investigated the device.